Event description:
Dealer called back and advised alarm is not working, alarm will not sound when loss of power.

Event description:
Dealer called back and advised alarm is not working, alarm will not sound when loss of power.

Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in (B)(6) is identified as: assembly/component issue / sieve bed, saturated.

Manufacturer narrative:
The product was returned on 5/7/2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation.